Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl. Reportedly, the continuous glucose monitor was not available due to a non-tandem sensor issue, and the pump's control iq feature was therefore not active. Bg was addressed via consumption of glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.